Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had two years of battery remaining and then went to eight months in a span of three months. Analysis showed that the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and was inaccurate. The crt-d was surgically explanted. No additional adverse patient effects were reported.